Event description:
It was reported that the tubing of a small volume infusor leaked during filling. The reporter stated that the housing cap appeared to be abnormal. There was no patient involvement. No additional information is available.

Manufacturer narrative:
(B)(4). The lot was manufactured from october 30, 2013 to october 31, 2013. Evaluation summary: the device was received and an evaluation was completed. Visual inspection of the device showed no initial signs of an obvious physical abnormality that could have caused the reported problem. A functional leak test was performed using dyed water, and a leak was identified originating from a cut in the tubing near the fill port cap. A review of all batch record documents was performed with no issues noted during the manufacturing process. There were no deviations from standard procedure and no exceptions related to the reported condition were noted. The cause of the cut in the tubing could not be determined. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). The device has been received for evaluation. Upon completion of baxter's investigation, if additional relevant information is obtained, a follow-up will be submitted.